Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that at times, there has been a loss of "function of my left arm." The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.